Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to customer's infusion site infection. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient developed an infection at the pod¿s insertion site while wearing the device longer than 48 hours. Symptoms reported include irritation, "a piece of skin like an abscess" and a blood glucose level up to 300 mg/dl. The patient was taken to an urgent care clinic, diagnosed with an infection and prescribed medication as treatment. This pod was discarded.